Event description:
Home care pt on tpn for 8 days, pt's spouse started tpn pump and after about a minute or two, blood was seen coming down into line. According to a nurse who was sent out to troubleshoot, the blood backed up at least 1/2 way from the filter towards the tpn bag. The bag appeared intact and line did not have any openings. Pt did not have anti-siphon valve on end of line, however. When asked about this, spouse states 'I didn't think we needed to use that'. At this visit: patient/spouse was instructed to always attach the anti-siphon valve to the end of the tpn tubing prior to use. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: malnutrition.